Event description:
It was reported by the contact that the customer rec'd an occlusion alarm. The customer's blood glucose level was 422 mg/dl. The contact was in the process of changing the cartridge and infusion set. The contact indicated that a correction bolus would be administered with the pump after completing the cartridge load process. As the contact was changing the supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.